Manufacturer narrative:
Record review. Result- received one 6f double lumen PICC in multiple pieces. The lumen appears swollen. Several pieces were cut longitudinally and the septum appears deformed (wavy). A review of the mfg records indicated that all device specs and quality requirements were satisfied. Pt received the chemotherapeutic drug vp-16, 5 sessions of 2 injections per day in the year of 2007, and 2008. This specific drug has not been tested with this device. Results: device was used for (4) months. The instructions for use stated that this device is indicated for "short-term" peripheral access.

Event description:
It was reported that "after 4 months the catheter suddenly hadn't any flow and it was impossible to insert a guide wire to change the line. The PICC line was removed, and she cut the catheter longitudinal. It seems that the septum composition in the catheter changed, maybe under the influence of infused medication. The infused medication was vp16. She explained to me that this is relatively aggressive."